Manufacturer narrative:
Ipg met longevity and is no longer reportable.

Event description:
Additional information revealed that the ipg met longevity and is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken and the ipg was explanted and replaced.